Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during a stenting procedure on (B)(6) 2010. This stent was implanted as part of the e7016 wallflex fully covered benign stricture study. According to the complainant, the patient presented with a proximal biliary stricture. This stricture had been previously treated with both a sphincterotomy and a plastic stent. During the (B)(6) 2010 stenting procedure, the plastic stent was removed and an additional sphincterotomy was not performed. The wallflex stent was deployed in a satisfactory position across the stricture. The subject was treated as an outpatient. On (B)(6) 2011, the patient presented with mild cholangitis due to proximal stent migration. The patient was treated with medication. Additionally, the patient underwent a re-intervention on (B)(6) 2011 to correct the migrated stent's position, and to remove sludge build-up within the stent. On (B)(6) 2011, the patient underwent another re-intervention where the stent was removed. Since the stent was removed, the patient's adverse events were listed as recovered/resolved as of (B)(6) 2011. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. **additional information received since march 9, 2011** the removal procedure performed on(B)(6) 2011 was not a scheduled protocol removal- it was an early removal. Post-stent removal, there were no signs of a recurrent stricture. On (B)(6) 2011, the patient experienced moderate cholangitis. On (B)(6) 2011, the patient was admitted for this adverse event. On (B)(6) 2011, the cholangitis was listed as resolved, and the patient was discharged. The study site listed it as "highly probable" that the cholangitis was related to the study stent removal. Additional information received since august 9, 2011: during the reintervention for stent removal on (B)(6) 2011, it was noted that the stent had a complete distal migration of >5cm. On (B)(6) 2011, the patient experienced severe cholangitis and was admitted into the hospital. The patient underwent endoscopic intervention for treatment of the cholangitis. The event outcome is listed as "resolved without residual effects." On (B)(6) 2011, the patient underwent an endoscopic intervention due to a tortuous and angulated distal bile duct but no stricture. During the intervention, the patient had sludge removal as well as a new non-study stent placed.

Manufacturer narrative:
(B)(4) - cholangitis; non-surgical medical intervention required. (B)(4) - stent migrated. (B)(4) - stent blocked/occluded. Study source - (B)(4). Foreign source - (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during a stenting procedure on (B)(6) 2010. This stent was implanted as part of the e7016 wallflex fully covered benign stricture study. According to the complainant, the patient presented with a proximal biliary stricture. This stricture had been previously treated with both a sphincterotomy and a plastic stent. During the (B)(6) 2010 stenting procedure, the plastic stent was removed and an additional sphincterotomy was not performed. The wallflex stent was deployed in a satisfactory position across the stricture. The subject was treated as an outpatient. On (B)(6) 2011, the patient presented with mild cholangitis due to proximal stent migration. The patient was treated with medication. Additionally, the patient underwent a re-intervention on (B)(6) 2011 to correct the migrated stent's position, and to remove sludge build-up within the stent. On (B)(6) 2011, the patient underwent another re-intervention where the stent was removed. Since the stent was removed, the patient's adverse events were listed as recovered/resolved as of (B)(6) 2011. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received since (B)(4) 2011. The removal procedure performed on (B)(6) 2011 was not a scheduled protocol removal- it was an early removal. Post-stent removal, there were no signs of a recurrent stricture. On (B)(6) 2011, the patient experienced moderate cholangitis. On (B)(6) 2011, the patient was admitted for this adverse event. On (B)(6) 2011, the cholangitis was listed as resolved, and the patient was discharged. The study site listed it as "highly probable" that the cholangitis was related to the study stent removal. Additional information received since (B)(4) 2011. During the reintervention for stent removal on (B)(6) 2011, it was noted that the stent had a complete distal migration of >5cm. On (B)(6) 2011, the patient experienced severe cholangitis and was admitted into the hospital. The patient underwent endoscopic intervention for treatment of the cholangitis. The event outcome is listed as "resolved without residual effects." On (B)(6) 2011, the patient underwent an endoscopic intervention due to a tortuous and angulated distal bile duct but no stricture. During the intervention, the patient had sludge removal as well as a new non-study stent placed. Additional information received since (B)(6) 2011. According to the complainant, the patient did not experience an event of cholangitis on (B)(6) 2011 as was previously reported. The patient only experienced the one cholangitis event with an onset date of (B)(6) 2011.

Manufacturer narrative:
(B)(6). A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and the device was used per the e7016 wallflex fully covered benign stricture study protocol. The most probable root cause has been labeled as an anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during a stenting procedure on (B)(6) 2010. This stent was implanted as part of the (B)(4). According to the complainant, the patient presented with a proximal biliary stricture. This stricture had been previously treated with both a sphincterotomy and a plastic stent. During the (B)(6) 2010 stenting procedure, the plastic stent was removed and an additional sphincterotomy was not performed. The wallflex stent was deployed in a satisfactory position across the stricture. The subject was treated as an outpatient. On (B)(6) 2011, the patient presented with mild cholangitis due to proximal stent migration. The patient was treated with medication. Additionally, the patient underwent a re-intervention on (B)(6) 2011 to correct the migrated stent's position, and to remove sludge build-up within the stent. On (B)(6) 2011, the patient underwent another re-intervention where the stent was removed. Since the stent was removed, the patient's adverse events were listed as recovered/resolved as of (B)(6) 2011. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during a stenting procedure on (B)(6) 2010. This stent was implanted as part of the e7016 wallflex fully covered benign stricture study. According to the complainant, the patient presented with a proximal biliary stricture. This stricture had been previously treated with both a sphincterotomy and a plastic stent. During the (B)(6) 2010 stenting procedure, the plastic stent was removed and an additional sphincterotomy was not performed. The wallflex stent was deployed in a satisfactory position across the stricture. The subject was treated as an outpatient. On (B)(6) 2011, the patient presented with mild cholangitis due to proximal stent migration. The patient was treated with medication. Additionally, the patient underwent a re-intervention on (B)(6) 2011 to correct the migrated stent's position, and to remove sludge build-up within the stent. On (B)(6) 2011, the patient underwent another re-intervention where the stent was removed. Since the stent was removed, the patient's adverse events were listed as recovered/resolved as of (B)(6) 2011. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. **additional information received since march 9, 2011** the removal procedure performed on february 8, 2011 was not a scheduled protocol removal- it was an early removal. Post-stent removal, there were no signs of a recurrent stricture. On february 9, 2011, the patient experienced moderate cholangitis. On march 1, 2011, the patient was admitted for this adverse event. On march 8, 2011, the cholangitis was listed as resolved, and the patient was discharged. The study site listed it as "highly probable" that the cholangitis was related to the study stent removal.